Event description:
Additional information received and reported that the iol was exchanged for the same lens model but one diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was explanted in a secondary procedure due to residual refractive error. Additional information was requested.